Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a skin irritation under the lifevest. The patient's doctor gave him benadryl and a steroid shot. During a follow up the patient reported that the rash had cleared up. No allegation of a device malfunction.